Event description:
It was reported that the insulin pump alarmed no delivery while the infusion set was being set up. The caller stated that the device would not allow for insulin to be pushed through. The customer's blood glucose was 133 mg/dl. Troubleshooting was performed. The reservoir and the tubing was disconnected and reconnected, the plunger was replaced and insulin was manually pushed, but insulin did not exit. Further troubleshooting was performed with a new infusion set and, still, insulin did not exit the tubing. A new reservoir was connected to the current infusion set and insulin did exit the tubing. Changing the reservoir resolved the issue of the no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)